Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. . The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8820222.

Event description:
It was reported that the patient was experiencing ineffective stimulation. Diagnostics found that one lead is fully impeded. The patient was reprogrammed with the remaining lead. Surgical intervention may be undertaken to address the issue. The investigation was unable to determine the lead that is associated with the issue.